Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), no complications were observed. One day following the implant of the valve, computed tomography (CT) showed that the patient had respiratory condition (interstitial pneumonia). Two days following the implant of the valve, the patient¿s condition suddenly deteriorated, cardiac massage ensued, and the patient died. A type-b dissection was noted when the patient¿s condition suddenly changed. It was unknown whether the cause of death was the dissection, because the respiratory condition also deteriorated. However, the dissection was considered to be attributed to the delivery catheter used in the transcatheter aortic valve implantation (tavi) procedure. The physician reported that the manipulation of the dcs had been possibly inappropriate and that there was a possibility that he extent of the dissection was enlarged by cardiac message two days following the valve implant. No autopsy was performed.

Manufacturer narrative:
Additional information reported that the patient arrested and died three days following the implant of the valve. CT revealed that the aortic aneurysm ruptured and it was determined that the event was caused by the dcs. Pt. Identifier: updated to (B)(6). Date of death: updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.